Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 550 mg/dl at the time of the incident. The customer¿s other blood glucose was 450 mg/dl. The customer stated that they had some problems with the blood glucose going low at night. The customer stated that for the past 3 nights, at night the blood glucose go low. The insulin pump will not be returned for analysis.